Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the battery cap was damaged and iron part was fallen off. Customer stated that they were using clip to open battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black on june 30, 2022 customer reported detached battery cap contacts. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, missing display window cover. The insulin pump was received without a battery cap. Unable to confirm/not confirm if the battery cap contacts detached. Insulin pump was received with a flashing medtronic logo screen followed by an unexpected intermittent beep alarm. Unable to perform displacement test due to the display anomaly. Unable to download/upload using crest/thus due to the display anomaly. After visual inspection, there is corrosion in/around the following: electric board 1, components located on the front side of the board close; electric board 2, lcd flex cable terminal. After plugging a known good electric board 2 and a known good electric board1 into the original case, the insulin pump booted up normally. After plugging a known good electric board 2 into the original electric board1 and then into the original case, the insulin pump booted up to a frozen medtronic logo screen with the notification light flashing and the vibrator vibrating. After plugging the original electric board 2 into a known good electric board 1 and then into the original case, the insulin pump booted up to a flashing medtronic logo screen. In summary, the customer's report of detached battery cap contacts was unable to be confirmed. The flashing medtronic logo screen followed by an unexpected intermittent beep alarm is due to electric board 2 and the moisture damage on electric board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.